Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One used cassette was returned and visually inspected. No obvious defects were found. The identification (ID) tabs and the infusion chamber were intact. The returned cassette was found to be in good condition. The probe manifold, irrigation aspiration (I/a) manifold, admin manifold, infusion cannula and infusion manifold were not returned; lab stocks were used for testing. The connectors were connected to the cassette and handpiece without any interference. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The submerge leak test was performed on the cassette. No leakage occurred. The product was tested using the console with the current software. The product could prime and pass intraocular pressure (iop) calibration successfully. The product was recognized as posterior cassette on the console. No message code appeared on the screen. No bubble was observed in the nifs fluid path before the cleaning process. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The product passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that balanced salt solution (bss) leaked from cassette upon setup of machine, bss was noted to be leaking from bottom of cassette during calibration. The procedure type and completion details were unknown. There was no information about patient impact. New information received the procedure type was pars plana vitrectomy surgery. The surgery was completed after replacement of cassette with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).